Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower system user was unable to log on and cubex application was not responding. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to log on. A technical support specialist found both sync and ns cabinets back online in rss/lmi, and the facility was syncing in mql. The tss requested the customer to check the cabinet and restart the cabinet. The customer confirmed that the user had found the sync cabinet powered off when checked. The user then plugged it back into the power outlet and turned it on using the power switch. Both cabinets returned to service. The cabinet was restarted to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.